Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump #9 button on the keypad is bad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, '#9 button on the keypad is bad' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be number 9 key only, in row 5 and in column 4 on the keypad does not operate or is shorted. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.